Event description:
It was reported that during a surgical procedure at the user facility the manifold clogged. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the manifold clogged. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
This is not a repairable device and therefore will not be returned to the user facility.